Event description:
It was reported that prior to implant it was noticed that the is-1 pin was bent at an angle. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed the distal conductor connector pin was bent. It was noted that there was blood in/on the helix/lobe mechanism.